Event description:
During index procedure, one endeavor sprint rx drug eluting stent (3.00 x 30mm) was successfully deployed to mid lad. Approximately 5 months 2 weeks later, patient suffered gi bleed. Patient had surgery to treat this event. Investigator has indicated that event was not related to the study stents, drug or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (gi bleed). (B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death). (B)(4).

Event description:
Additional information received reported that the patient was hospitalized and diagnosed with acute leukemia. Although the patient was treated with chemotherapy, the patient did not improve and died. Cause of death was reported to be non-sudden death and non-cardiac death (cancer related). It was reported that the patient death did not relate to study device/procedure or drug.